Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed the front bezel is damaged. A functional evaluation revealed the unit does not recognize the nem or return ground. The complaint was confirmed and a root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include a defective rf pcb, a damaged nem cable or a nem circuit failure. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the impedance in the vulcan generator was faulting. No case involved. Results of investigation have concluded that this unit does not recognize return ground which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.